Manufacturer narrative:
Clarification to d6a: partial date of 2012 provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade unknown". This record is for an unknown side. Device status is unknown.